Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after checking their device's coin-cell battery as part of a regularly scheduled preventative maintenance, that their unit was powering on and off by itself. This happened on both ac and dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the observed power condition was due to a missing resistor, designator r24 from the system controller pcb assembly. It is unknown how the resistor broke off from the pcb assembly.